Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the analyst noted intermittency between the pin and the cap on the is-1 connector, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.

Event description:
It was reported that the lead integrity alert triggered. It was further reported that there was a beginning of a lead fracture and oversensing. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead integrity alert triggered. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the analyst noted intermittency between the pin and the cap on the is-1 connector, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.